Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient had a blood glucose (bg) reading of 43 mg/dl. The patient did not call for emergency. The patient treated herself with coffee and milk, tostadas and yogurt. At the time of contact the patient's bg reading was at 240 mg/dl and the patient was doing fine. There was no alleged malfunction against the dexcom system. It was reported that the patient was not wearing the device at the time of the event. No additional event or patient information is available.